Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer has a button error on their insulin pump. Their blood glucose level was 286mg/dl. Trouble shooting was done. Pump is being returned. No further information available.

Manufacturer narrative:
The insulin pump was received with an intermittent up button response due to corroded keypad traces. No unexpected number scrolling anomaly was noted. The insulin pump was received with a cracked case on the display window corners, crack on the display window, minor scratches on the display window, a crack on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, cracks on the reservoir tube, and a shifted and loose end cap sticker.